Manufacturer narrative:
Results: there was no visible damage to the exterior of the penumbra system aspiration pump max 220 (pump max). Conclusions: evaluation of the returned device revealed that the pump was fully functional and produced no burning smell. During testing, the pump was powered on and ran for 30 minutes without issue. The root cause of this complaint could not be determined. These devices are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220 (pump max). During the procedure, the pump max started to work normally, however it began emitting a plastic burning odor and was switched off. The physician switched the pump max back on and completed the procedure. There was no report of an adverse effect to the patient.